Event description:
The respiratory therapist experienced a mean airway pressure failure while ventilating patient with 3100a high frequency oscillatory ventilator. The device was swapped out with another 3100a high frequency oscillatory ventilator. There were no untoward patient effects.